Manufacturer narrative:
Additional information: the connector was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The emitter's lemo connector to the controller box was found to be bent on the outside case of the connector preventing the lemo connector from being inserted into the controller's plug. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the damaged connector made the electromagnetic part of the system non-functional. The optical part of the system was functioning normal.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the instrument interface box was replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the limo connector for the instrument interface box was damaged. This occurred during setup for a case. The site swapped to a different navigation system for the clinical case with no delay. There was no patient present when this issue was identified.